Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. It was reported after the impella 2.5 was successfully weaned and explanted, there was difficulty tightening the perclose device to close the impella access site. The access site was oozing after perclose deployment, aso angioseal was also deployed to achieve hemostasis.

Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the access site bleeding issue was most likely use related, as after explant there was difficulty tightening percloses as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.